Manufacturer narrative:
The reported events of rate response issue and no magnet response were confirmed. The report event of no inductive telemetry could not be reproduced. The device was received with normal telemetry communication and output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal voltage level, with signs of rapid discharging. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the patient experienced fatigue. Inappropriate pacing rate was noted resulting in arrhythmia. The device was unable to be interrogated and there was no magnet response. The device was explanted and replaced to resolve the event. The patient was in stable condition.